Manufacturer narrative:
Failure to follow instructions implant in zone 1. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured, 75 mm in diameter, thoracic aortic aneurysm. The procedure was completed with no endoleaks. However, it was reported that, the following day, the aneurysm ruptured again and an emergent intervention was performed. After debranching was performed, another valiant stent graft was implanted from zone 1 with no endoleaks observed on the final angiogram. However, it was reported that two days later, postoperative angiography revealed a type ia endoleak into the aneurysm. Since there was no hemorrhage into the thoracic cavity, the physician elected to continue to monitor the patient. No additional clinical sequelae were reported.